Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m55220. Additional information requested and received: did the device deploy any staples? --- yes, the 1st device was fired at the 1st firing on the duodenum. There is no information regarding 2nd device. Was the staple line complete? --- no information the analysis found that one pse60a device (b) was returned in good visual condition and with two cartridge reloads present. Cartridge (b) ecr60d, (B)(4) was received partially fired 1/16. It is possible that while loading the reload (b) was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Cartridge (c) ecr60b, (B)(4) was received fully fired and with the cartridge pan dislodged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during a gastrectomy, the cartridge pan of the reported ecr60b came off and remained in the jaw after the 1st firing on the duodenum. The firing was completed without any problem. Then, the remained cartridge pan was removed and the other new gold cartridge was loaded into the jaw. The device was fired on the gastric body, but the knife slightly moved forward and then stopped at the 2nd firing. After that, the 2nd pce60a was used with a new gold cartridge. The cartridge was carefully loaded and the device was not locked out prior to firing, but the knife did not move forward. The target tissue was regular. The doctor and the nurse were experienced. A linear cutter was used to complete the case. There were no adverse consequences to the patient.